Manufacturer narrative:
H3: the reason for the revision reported cannot be determined, but may be related to the inclusion of the implanted polyethylene in the packaging recall. Based on the provided information, it does not appear to be the result of prosthesis wear. However, this cannot be confirmed as the devices are not available for evaluation.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2019. The patient was revised on (B)(6) 2023 due to poly wear, and the liner and patella were exchanged. The patient was last known to be in stable condition following the event. There was no reported breakage of a device or surgical delay/prolongation. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. D10: three peg patella 38mm 200-02-38 5809839 or three peg patella 38mm 200-02-38 5809847. Unknown which is right or left. H7: z-0021-2022.